Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced an infection. This right ventricular (rv) lead was part of the implanted system at the time of the infection. The patient received oral medication due to the infection. The device remains in service. There were no additional adverse effects reported.